Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer states that the high blood glucose was due to a bad insertion from a bent cannula. Troubleshooting was performed and customer had changed the set. No further information was provided.